Manufacturer narrative:
(B)(4). The homechoice cassette was returned opened, and an evaluation has been completed. Visual inspection identified that a cap on the cassette line had been disconnected from the cassette. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified during sample analysis, but a cause was unable to be determined. A CAPA event was initiated to further investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the cap of a homechoice low recirculation volume apd set with cassette was loose cap. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.